Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with pocket erosion and was experiencing pus discharge. The device was found visible from the implanted device pocket. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD) and right ventricular lead due to infection. The patient was in stable condition